Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an episiotomy procedure on (B)(6) 2019 and suture was used. The suture broke during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.